Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Tandem technical support confirmed that the battery was depleting as expected. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 190 mg/dl.